Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During troubleshooting, the pump failed to alert the e-1 cartridge empty error message when the piston rod was extended to 0 units. Pump only displayed w-1 cartridge low when 0 units remained in the cartridge. Customer was advised to review the pump error data. E-1 error is not in the pump data, only w-1 error. No adverse event alleged. A request was made for the return of the device.